Event description:
It was reported that the insulin gauge on a pump displayed an amount different than expected, with a current fill estimate of 30 units instead of the caller's expected 180+ units. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in reloading the same cartridge, and the caller was advised to monitor the situation and follow up if necessary.